Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that by the patient after her appointment check on her device she lay down and felt like her "pacemaker was beating very hard". It has not been doing that since. Discussed in general and referred back to physician. The device is still implanted. No patient complications have been reported as a result of this event.